Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and defective on the small battery drive device. It was further determined that the trigger was blocked, jammed and moving heavily, the coupling tool side seized, jammed, and moved heavily, the wz-tool coupling was defective and there was too much power. It was further determined that the device failed pretest for check power with test bench, min. 67.5 to 110 w, check the triggers and ecu function, and check the attachment coupling. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.